Manufacturer narrative:
New information added to the following fields: h6 and h10. Initiator requested that the complaint be combined with c23454517 (otv-s300) to confirm the failure (e226) again. Therefore, investigation was conducted again and an assumed cause was determined. Based on investigation results therefore, root cause was not identified. However, as a result of confirming the reproduction, the cause of the phenomenon was considered to be the lack of connection of the video jacket, the moisture, etc. To the video jacket of the device in question, resulting in a temporarily poor connection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of scope communication error e226 could not be determined. It is possible that the scope communication error occurred due to the connection of the video jacket or moisture of the device and resulted in a temporarily poor connection. Error e226 is an endoscopic communication failure that occurs due to an abnormality in the communication between the endoscope and the processors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found no abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd 3cmos autoclavable camera head had a scope communication error (e226). The issue was found during preparation for use. The intended procedure was a therapeutic procedure and was completed. The customer did not provide information about the device used to complete the procedure. There were no reports of patient harm.